Event description:
It was reported that during a biopsy procedure, allegedly the cannula would not close completely over the sample notch, which resulted in an inability to cut and remove the tissue sample. Reportedly, there was a hematoma noticed after the biopsy.

Manufacturer narrative:
The complaint sample has been returned, and the investigation is currently underway.